Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional info: (B)(4) 20/13 - litigation papers received. Litigation alleges pain, discomfort, inflammation and popping/snapping of the hip. Date of implant has also been provided. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update 12/29/15- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported patient had lack of range of motion, unable to walk without pain, trouble bending and straightening up. Pfs also reported a second revision surgery on (B)(6) 2011 but there were no medical records for this revision, it is reported on (B)(4). Medical records noted a pathology report with fibrosis, chronic inflammation, and metal wear debris. The revision surgical report noted a loose femoral stem, diffuse metallosis, the soft tissues were stained metallic, liner was difficult to remove and there was metallic tissue down the femur. Lab results reported metal ions to be less than 7 parts per billion. Femoral stem is being added for loosening. Part/lot updated. The complaint was updated on: jan 19, 2016.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral. Per procedure, this device is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combinations. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Pt contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained and revealed the pt had a pinnacle hip. (B)(4) states the pt was revised to address diffuse metallosis from metal on metal bearing. During surgery, dark metallic tissue was found extending down from the femoral shaft.